Event description:
Hill-rom received a report from hill-rom tech stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the foot brake caster not holding due to normal wear and tear. A search of the hill-rom maintenance records did not showe hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventative maintenance on their beds. The tech replaced the foot brake caster to resolve the issue. Based on this info, no further action is required.